Event description:
Per the clinic, the patient was treated with steroid (type and specific date not reported) and topical antibiotic (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection and pain at the abutment site. Additional information has been requested but has not been made available as of the date of this report.